Event description:
It was reported that the patient was dissatisfied with pump location of an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing pump was removed and replaced the with a new one. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided.